Event description:
During procedure, physician was using a harmonic scalpel when the tip fell off into the patient. The tip was retrieved and there was no patient injury.

Manufacturer narrative:
Upon receipt, the instrument was visually inspected (unaided and microscopically aided) and found to have its jaw (pad/arm subassembly) detached. The prongs or hinge structures located at the distal end of both the external and actuating shafts were found to be visibly bent outwards relative to the scalpel rod. The prongs on the detached jaw could not be examined since that part was not returned with this device. The returned device was attached to our generator using a matching hand-piece and tested and was observed not to pass. Based on these findings, we were unable to conclusively determine a cause for the issue experienced at the hospital. The device history record indicates that this device was in proper operating condition prior to release.